Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: july 28, 2021. Section h3. Device evaluated by manufacturer? Yes. Section h6 coding. Type of investigation: 4116, 3331, 4109, 4110. Investigation findings: 213. Investigation conclusions: 67. Device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. The syringe was not returned and therefore suction testing was not able to be performed. The reported loss of suction issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). Product has not been returned at the time of this report. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suction loss while laser firing. There was no patient injury reported and no surgical intervention was required.